Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a possible granuloma. It was indicated that the patient would be scanned to look for a granuloma and determine catheter location. The outcome of the patient and event was not provided. The drug delivered via pump was unknown. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type.

Event description:
Additional information received that the drug delivered via pump was morphine.